Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual date when the medical event occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on an unspecified date/time, she was feeling "kind of weird", noting she "cannot stop moving" and was "lightheaded", but when she attempted to perform a test using her adc blood glucose meter it would not turn on with button press or with test strip insertion. Because she did not know her blood glucose status she did not know how much insulin to administer so she self-presented to a local emergency room. At the hospital a reading of "400 mg/dl something" was received on a hospital meter, customer was diagnosed with hyperglycemia and treated with 30 units of novolog insulin. There was no report of death or permanent injury associated with this event.